Event description:
Boston scientific received information that an insulation fracture was suspected. When this right atrial lead was explanted and replaced, the lead reportedly had two fractures in the insulation where the suture sleeve was located. Adverse patient effects were reported since the patient had to undergo this procedure.

Event description:
The explanted product was later returned to bsc for post market evaluation.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Manufacturer narrative:
Following product return, this lead was thoroughly analyzed. Engineers confirmed via visual inspection, a complete lead with deformed conductor coils, 313 mm from the terminal pin. Extensive testing was the performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Laboratory analysis concluded the lead did exhibit lead conductor damage observed as deformed coils; however, the lead did not exhibit a fractured location.